Manufacturer narrative:
(B)(4). Evaluation summary: the pal evaluated the device. The caregiver stated they have smelled a burnt wire smell. The device was returned for evaluation. The device passed homechoice return instrument test/evaluation (rite) functional testing and homechoice rite electrical safety analyzer testing. A short simulated therapy was performed and completed successfully. Crt (cycler remote toolbox) indicated all pressures were correct and stable. The cover was opened and an internal inspection was performed. A service history review and device history record review revealed no previous service events were related to the reported condition. No problems were revealed and all connections appeared correct and secure. No evidence of smoke stain or smell on device. No power cord was returned with the device upon evaluation. The reported issue was not confirmed. The assignable cause was undetermined. The device was sent to service.

Event description:
The customer contacted baxter's technical service center to report a burning wire smell on a homechoice (hc) machine during use. The care giver (cg) stated they have smelled a burnt wire smell. The technical service representative (tsr) asked the cg to press stop because, he is going to end the therapy. The cg stated the hc was working. The tsr stated he understood, but since they smell burnt wire he recommended the hp use manual bags. The tsr assisted with ending the therapy and getting the set out. The hp will call baxter for programming. The tsr recommended contacting the registered nurse (rn). The tsr initiated a swap of the machine. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was a patient involved, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.